Event description:
It was reported from social media that the patient reported they had electrical shocks in the ear up to the brain every hour to minute and made them drop to their knees. It is noted that the md tried to fix this and still has shocking every hour but not as bad. No additional relevant information has been received to date.

Manufacturer narrative:
Adverse event problem ¿ health effect clinical code. H6. Adverse event problem codes - investigation findings; corrected data; initial MDR inadvertently entered incorrect coding.

Event description:
Additional information was received from the patient in social media noting that they had their settings adjusted to try and alleviate the pain in the ear and headaches during stimulation. No other relevant information has been received to date.

Event description:
Additional information was received from the patient stating the device has caused her cardiac problems. No other relevant information has been received to date.